Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose nylon screws on the upper latch switch bracket. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper auxiliary assembly was replaced because it contains the nylon screw. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient involvement.